Manufacturer narrative:
Pump error 25 due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test.

Event description:
Customer reported via phone call that the insulin pump had power error detected. Customer blood glucose level was unknown. Customer also stated that the power error detected did not reoccurred within a week of trouble shoot of previous occurrence. Trouble shooting was performed. The device will be returned for analysis.